Manufacturer narrative:
Please note that the device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4). (B)(4). Evaluation, results: (stent graft misplacement). Evaluation, results/conclusion: (severe calcification of the vessels).

Event description:
An endurant stent graft system was implanted in a pt for the emergent endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. This pt rec'd an open repair a few years ago. There was now a leak from the proximal surgical anastomosis which was also possibly causing an aorta enteric fistula. The pt has a pre existing occluded right iliac system, therefore an aui from the left was planned. It was reported that after the successful deployment of the stent graft into the aorta the physician attempted to rotate the delivery system and push up in order to recapture the nose cone. However, was unable to do this and the device was stuck. After a number of unsuccessful attempts to advance the delivery system the decision was made to pull the delivery system down. When doing this the physician felt a give in the delivery system and pulled it out of the pt. Upon review of the image on the screen the stent graft had inverted on itself and was in the mid abdominal aorta. The delivery system outer sheath appeared distorted. On further examination there was a piece of calcium caught in the outer sheath. When this was removed the outer sheath looked normal again. The physician believes this is why the graft became stuck and it wasn't a fault in the delivery system, which is why he threw the delivery catheter out and did not retain the delivery catheter for analysis. The patient's aneurysm was sealed by this one stent graft and there was no further treatment. No add'l clinical sequelae were reported and the pt is fine.